Manufacturer narrative:
Ge fe investigated the issue at the site and noticed that the footpedals were out of alignment allowing the table to stay in the floating condition even though the pedal had been released by the operator. The ge fe readjusted the table pedals to fix the site.

Event description:
It was reported that the table locks did not actuate when the operator released the pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no pt on the table at the time of the incident. The issue was observed while the operator was setting up the table for use. The operator was able to use the table by using the alternate table lock button prior to loading the pt. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.